Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility representative. "The reporter called to report that one of his infant flow drivers is "acting funny". He explained that with "disconnect", the low pressure takes around 15 seconds before the audible alarm sounds. All his other ones sound immediately. I suggested replacing the pcb board m673106aa."

Manufacturer narrative:
The user facility was shipped a replacement processor board and was issued a return goods authorization (rga) number to return the alleged faulty processor board for evaluation. As of the date of this report, the alleged faulty processor board has not been received. Thus no evaluation has been performed as of yet.